Manufacturer narrative:
Update to h6 (type of investigation, investigation findings, and investigation conclusions) h10 to reflect engineering evaluation. The 26mm sapien 3 ultra valve was not returned for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A device history record review was completed and did not reveal any manufacturing non-conformances that would have contributed to the reported event. The commander delivery system was s3/s3u was reviewed for guidance and instructions. Potential adverse events include valve thrombosis, paravalvular leak and valve stenosis. In addition, long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. There was no IFU or training deficiencies identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for stenosis and paravalvular leak post implantation were unable to be confirmed due to unavailability of relevant imagery/medical report. A review of the DHR did not provide any indication that manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, 'approximately 8 months post tf tavr the patient has presented with nstemi, chest pain, and heart failure. A stent was placed to ostial rca with echo demonstrating a mean gradient of 36mmhg, ava 0.7cm2 along with moderate pvl. CT approximately one month post stent placement with tee appeared to demonstrate heavy leaflet thrombus, poor leaflet excursion, confirmation of moderate pvl and an under-expanded 26mm s3 ultra valve (22x24mm in the mid-valve and 23x25 at the bottom of the valve). The patient was started on anticoagulation. A repeat echo 11 months post implant showed resolution of the elevated gradients (down to 12mmhg) with persistent moderate pvl. The team elected to bring the patient back 1 year post implant for expansion of the existing 26mm s3u and possible placement of a second valve. Utilizing a 26mm commander delivery system, the team post-dilated at nominal volume. The valve appeared to expand well with pvl reduced to trace'. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. It was reported that the patient had 'heavy leaflet thrombus and poor leaflet excursion'. Valve thrombosis is the formation of significant blood clots on the valve. These clots could significantly impact the functionality of the valve resulting in leaflet thickening and stenosis. In this case, pvl leak seemed to improve, and there was no catheter gradient after performing balloon valvuloplasty (post-dilation). It is reported that the initial implant was under-expanded, creating improper sealing between thv and annulus, leading to pvl. In this case, available information suggests that procedure factors (under-expanded valve) and patient factors (thrombosis) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No labeling or IFU training inadequacies were identified. Therefore, no corrective or preventive actions nor product risk assessment are required.

Event description:
As reported by the clinical specialist, a pproximately 8 months post tf tavr the patient has presented with nstemi, chest pain, and heart failure. A stent was placed to ostial rca with echo demonstrating a mean gradient of 36mmhg, ava 0.7cm2 along with moderate pvl. CT approximately one month post stent placement with tee appeared to demonstrate heavy leaflet thrombus, poor leaflet excursion, confirmation of moderate pvl and an under-expanded 26mm s3 ultra valve (22x24mm in the mid-valve and 23x25 at the bottom of the valve). The patient was started on anticoagulation. A repeat echo 11 months post implant showed resolution of the elevated gradients (down to 12mmhg) with persistent moderate pvl. The team elected to bring the patient back 1 year post implant for expansion of the existing 26mm s3u and possible placement of a second valve. Utilizing a 26mm commander delivery system, the team post-dilated at nominal volume. The valve appeared to expand well with pvl reduced to trace. Following post-dilation, the patient did begin to experience chest pain with st-elevations noted. Angiography of the left coronary system showed distal thrombus in the lad, all other coronaries appeared unchanged. Penumbra was utilized to remove the thrombus with resolution of st-elevations and reduction in patient reported chest pain. Patient was then transferred to the post-care unit in stable condition.

Manufacturer narrative:
Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. Potential patient risk factors such as atrial fibrillation, systemic disease (e.g., systemic lupus erythematosus, inflammation, and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), the valvular disease itself, and reduced cardiac ejection fraction can contribute to increased risk of thrombus/thrombosis. Sub-optimal anticoagulation during the procedure and underlying patient conditions can also result in increased thrombogenicity. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous preparation, aspiration, and flushing of the devices to prevent and/or remove clot(s). Short-term anticoagulation therapy may also be necessary after valve repair, anticoagulation is prescribed per institutional guidelines. Intraprocedural intra-cardiac thrombus and post-procedure or late valve thrombosis are complex processes triggered by the interaction between the host and the device which are highly variable among patients. It is the natural tendency of the body to form a clot on foreign objects in the vascular space and a definitive root cause cannot always be confirmed. The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment and cautions include the maintenance of the patient's anticoagulation status (act at >250 seconds) during the procedure. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the cause of the reported thrombus is unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Investigation is ongoing.